Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. (B)(4). Phone number not provided. Manufacturer's product support engineer (pse) evaluated the unit and confirmed the unit had issues. Pse also found unit had low tidal volume. Pse replaced the unit's flow sensor to resolve the reported issue. Unit was tested and passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit had traffic problems. The customer reported there was no patient involvement. Event date not specified, estimate used.